Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver data log was downloaded and reviewed, and no issues were observed related to the complaint within the investigation window. It was observed that the user acknowledged some of the alerts before audio alert was triggered. The global receiver communication tool test was performed and passed. A manual "try-it" test was performed and passed. The receiver case was opened for an internal visual inspection and passed. The vibrator intermittent test was performed and passed. The vibrator resistance testing was performed and found to be within specification. The reported event of no vibration was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A probable cause could not be determined.